Event description:
Additional information received identified the alleged lead was explanted and replaced with another model.

Event description:
Additional information received identified effective stimulation was restored postoperatively which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient never received effective left side coverage from the peripheral lead. Subsequently, the patient underwent surgical intervention on (B)(6) 2017 wherein the physician tried to implant an additional lead of new model. However, the physician failed to implant the new lead (MFR. Report # 1627487-2017-010603) . Additional surgical intervention may be taken at a later date to address the issue.